Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vicm5_13.2 -2.00 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -2.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The patient experienced excessive vault, lens remains implanted. Cause of event is unknown.